Manufacturer narrative:
The device is not available for evaluation. Device identifiers were not available. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as needed. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
It was reported that while attempting to place a stent, it became caught in the iris. The whole iris was pulled out. Clinical follow-up was requested and on 06/13/2017 the surgeon provided the following additional event details. The surgeon was about to attempt implantation of the stent when the patient unexpectedly jumped. The stent caught the iris and tore approximately nine clock hours. No additional procedures were completed at the time of the surgery, but the surgeon intended to repair the iris during a second surgery. The patient is currently doing well, and the surgeon is not certain whether the patient will return for an iris repair surgery at this time. Additional information will be requested.